Manufacturer narrative:
The tandem t:slim user guide indicates that it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message after loading a cartridge with 175 units of insulin. Additionally, it was reported that the customer had inadvertently forgot to change the time on the pump to reflect daylight savings. The customer was able to successfully program the correct time. There was no impact to the customer's blood glucose levels. Reportedly, the customer was able to load a new cartridge successfully and resume insulin delivery.